Event description:
She obtained results of 169 mg/dl, 202 mg/dl, 65 mg/dl, and 60 mg/dl within minutes on the same device. No adverse event reported, customer states that she ate after the 60 mg/dl result. No quality controls were used. Requested return of suspect device and replacement was sent.